Event description:
Boston scientific received information that during a routing device check, the electrograms (egm) had no markers. A surface egm was on which showed a rate of atrial pace ventricular pace at 100 beats per minute (bpm). Magnet response was reprogrammed and an underlying rhythm was observed. A memory dump was sent for analysis which showed no device resets or errors. A save all to disk was recommended and will be performed at a later date. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A save all to disk was later performed. Analysis found a magnet triggered episode had started and did not end, indicating the magnet switch was stuck on. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.